Manufacturer narrative:
The device is being returned to the manufacturer. An assessment summary will be forth coming upon completion of the manufacturer's evaluation.

Event description:
End user alleges while operating the power wheelchair in the roadway he was struck by a motor vehicle. Allegedly, as a result of the incident the end user was hospitalized. End user reported not wearing a seat belt.